Manufacturer narrative:
(B)(4) 2012 - lg - retrospective review of this file based on protocol (B)(4) determined this is an MDR. The product was returned and tested. The bed was damaged at the motor end. Visual: the motor guard is badly bent and pushed into the foot motor capacitor. There are other scrapes and scratches in various areas of the bed. There is no visual evidence of sparks on the foot motor. Functional: all functions of the foot section were tested with no problem found. No sparks or other abnormality were observed during this test. Conclusion: the foot section sustained severe damage at the foot motor likely from being dropped. This is a non manufacturing defect. This bed should not have been used in its current condition.

Event description:
The dealer alleges the foot motor sparked when the bed was being assembled and tested. No injury is alleged.